Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
Investigation summary no product returned: ppae(cardiac tamponade): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a seventy-one-year-old male was admitted for chest pain and a myocardial infarction. An impella cp was inserted and the patient treated by percutaneous coronary intervention as he was turned down for cardiac surgery. After two days on support, a cardiac tamponade, most likely from the coronary intervention, was diagnosed and required surgical intervention and blood transfusion. On the next day, the patient was again brought to the operation room due to a distended belly. . After this intervention, the patient suffered a cardiac arrest and expired. The death most likely to be caused by the underlying disease and clinical presentation. The patient subsequently expired.